Event description:
A peritoneal dialysis patient's husband has reported that dialysis solution is leaking out of the cassette and into the cycler. He states that he noticed there was a cassette leak after removing the cassette from the cycler. Spoke with the pd rn who reports the pt has not expressed or demonstrated any ill effects or antibiotics administered, effluent has remained clear. She goes on to report it was the patient's first night on ccpd and she doubts there was a leak, she thinks it was more anxiety related due to alarms. There is no sample available for evaluation.